Event description:
The customer reported that during use of this blade to perform a total knee replacement, a tooth broke off at the cutting end and the blade also broke where it attaches to the saw handle. This event required extra exam time to ensure no fragments were left in the surgical site. There was no report of injury with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec did not receive this blade for eval. A review of the product history found similar returns with this failure mode. This type of damage can occur during use if the blade teeth come in contact with other metal instruments such as the cutting block or retractors that are harder than the blade teeth itself. In addition, activation of the saw while inserting or removing the blade from the cutting block can cause teeth damage and possible breakage. Conmed linvatec will continue to monitor this device for failures. This info will be provided to the customer.